Manufacturer narrative:
Updated fields: b4 (date of report), g4 (PMA/510k), g7, h2 (if follow-up, what type), h10, h11. Corrected fields: h6 (evaluation result codes, evaluation conclusion codes).

Event description:
It was reported that a saline spill occurred and entered into the cardiosave intra-aortic balloon pump (iabp) power management board, power slot interface board and battery compartment; subsequently the iabp will not charge. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm indicated that the customer is trained to work on balloon pumps and had attempted to repair the issue caused by the saline spill causing the batteries not to charge; however the repair did not resolve the issue. To address the issue, the stm proceeded to replace the cart to back plane power cable. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that a saline spill occurred and entered into the cardiosave intra-aortic balloon pump (iabp) power management board, power slot interface board and battery compartment; subsequently the iabp will not charge. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that a saline spill occurred and entered into the cardiosave intra-aortic balloon pump (iabp) power management board, power slot interface board and battery compartment; subsequently the iabp will not charge. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.